Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated an a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2013-00815. A (B)(6) female was implanted with an miniarc precise sling to treat vault prolapse on (B)(6) (year not provided). Follow-up on (B)(6) 2012 indicates "objective valoration: cure. Subjective valoration (patient reported outcome): well. Minor urgent micturation." Follow-up on (B)(6) 2012 reported "objective valoration: cure. Subjective valoration (patient reported outcome): well. Minor urgent micturation. Continent." Patient outcome was reported as "good results."